Manufacturer narrative:
Updated h6: updated health effect - impact code to f11. Code f08 was inadvertently entered and should be removed. Updated investigation findings code to c19, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable. Updated investigation results: as part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The device remains implanted in the patient. Therefore, a device evaluation could not be performed. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following was reported to gore on september 4, 2025, from the medidata study database and imaging email: on (B)(6) 2025, this 58-year-old male patient underwent an emergent procedure endovascular treatment for a thoracoabdominal type b dissection (distal to the left subclavian artery). The patient was treated with a gore® tag® thoracic branch endoprosthesis (aortic component) in the aortic arch (proximal landing in zone 2 and distal landing in zone 4); and a gore® tag® thoracic branch endoprosthesis (side branch component) in the left subclavian artery. The sites were accessed percutaneously using a 24 fr gore® dryseal flex introducer sheath. The gore® devices were successfully navigated to the intended locations and successfully deployed. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no access-related complications. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, a follow-up imaging showed a new stent induced new entry (sine) proximal to the gore® tag® thoracic branch endoprosthesis. The physician reported that the patient is currently receiving conservative treatment.

Manufacturer narrative:
The patient referenced in this event file is enrolled in the tgr23-02tb together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Neither images enabling direct assessment of product performance nor products were returned for evaluation (as remains implanted), therefore, a device evaluation could not be performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® tag® thoracic branch endoprosthesis (side branch component). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The study site reported to gore on january 29, 2026, that on (B)(6) 2026, a new dissection proximal the gore® tag® thoracic branch endoprosthesis required open aortic repair on (B)(6) 2026. Updated h6: updated health effect - impact code to f1901. Code f11 should be removed.